Event description:
Failure code 12:303:984:0002. Info was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.